Manufacturer narrative:
Initial reporter first name: (B)(6). (B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located over the shoulders in the distal section on the body of the balloon. It is possible that interaction with the scope, the technique used by the physician or any other surface during the procedure could create friction on the balloon, causing the problem of balloon pinhole and this problem was perceived by the physician as balloon hole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2020. During the procedure, it was noticed that the balloon was punctured. The procedure was completed with another cre pro wireguided dilatation balloon. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.